Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? Do you believe the postoperative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Was the device saved? If so, will it eventually be returned?

Event description:
It was reported that during a sigmoid colectomy procedure, the anastomosis was tested under water and was noted to have an air leak from right side of staple line. It was noted that both donuts were completely intact. Following this, the colon was desulfonated. Echelon blue load stapler was used to resect staple line including original rectal transection as well as circular staple line. Bowel was brought back out through wound protector. Further proximal sigmoid colon was cleared of fat and mesentery. The purse string was recreated in the anvil was removed was inserted. The bowel was reduced into abdominal cavity. A new device was advanced up to the top of the rectal stump. The spike was deployed and the stapler was mated. The anastomosis was fashioned. It was tested under water and noted to be airtight. Additional information was provided that a resident typically fires the circular stapler. This patient experienced both an intraoperative and postoperative leak; ¿return to the operating room (or) was noted.¿

Manufacturer narrative:
(B)(4).batch # t5cf7p. Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint (B)(4). Additional information received: robotics pa felt strongly that the steps for use need to be reinforced with the residents that are firing and performing the anastomotic release of the product. She has seen various techniques from different residents using the device. She emphasized that a new resident is brought into the or every month and should undergo a detailed training of the echelon circular powered stapler before use. A brief meeting took place with chief of surgery and medical director, where he stated his conclusion that the device was most likely not the cause of the leaks the hospital had been experiencing.